Event description:
A report was received that the patient was having pocket irritation. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having pocket irritation. It was also reported that the patient's scs was tilted which caused pain and the patient suspected it was due to the ipg pinching a nerve. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.